Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon eval, the monitor was found to have defective ram chips (u100 and u101). The sdram components are bga parts on the monitor's c/a board, which load the flash memory. It was found that when the ram chips were pressed on, the unit powered up normally. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse resulted from the corrupt memory. The pt rec'd a replacement monitor.

Event description:
The caregiver of a (B)(6) male pt contacted zoll customer support to report that the pt's monitor would not power up. The pt was issued a replacement monitor.